Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital personnel that the pt had been in the hospital for 8 months. The lvad pump has been turned off for several months due to signs of thrombus and hemolysis. A decision was made to use dual lvad pumps for right and left support for compassionate use. The pt unfortunately expired 4 days later.